Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. Device was returned and investigated. Visual inspection was performed and the tubbing had no kinks or damaged components. Internal sheath showed blood/tissue. The cervical collar had no damage. Internal or external flexures were not yielded. Vacuum relief valve didn't had blood and moved correctly. Rf controller testing was executed and worked as intended. Product passed all testing and no defects were found. This observation will be monitored and trended.

Event description:
It was reported that during a novasure procedure on (B)(6) 2021 , in which 2 devices were used , the first device failed the cavity initial assessment and then used a second device which could not deploy inside the uterine cavity , at this point the physician observed a uterine perforation and decided to abort the procedure. The patient was stable. No other information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.